Event description:
A physician reported that a female pt experienced a fungal corneal ulcer in the left eye while using renu with moistureloc multi-purpose solution. The pt was initially treated by another practitioner with tobradex for 2 weeks followed by treatment by another physician with vigamox, vanco forte, natamycin and sporanox. Vanco forte was then discontinued and the pt was started on voriconazole topical and oral. An isolate obtained was positive for aspergillus. Treatment subsequently consisted of voriconazole and caspofungin IV, voriconazole drops and natamycin. As of 2 weeks later, the pt was still undergoing treatment.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evals met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.